Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional attempts to obtain information have been made. A supplemental report will be submitted with new details if they become a vailable.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. While running the stitch to oversew the stomach, the needle kept falling out of the device. The reporter indicated that no device component fell into the patient cavity. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.